Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information; however, requested information has not been provided. Once the evaluation is completed and new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to osseointegrate. The implant came out when the dentist tries to remove the healing cap. It was unknown if there was injury to the patient.

Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection were performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no defects, nor non-conformities were found. A lot number was not available to perform a device history record review (DHR). Although the root cause for failed to osseointegrate is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading could also be a factor causing the implant to lose osseointegration. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." No non-conformity was found with the reported implant. This event will be tracked and trended.